Event description:
The incident happened in 2002. Before supper on that day (around 6pm), customer tested their bg level using pt's one touch ultra meter. Customer obtained a high reading (between 18 and 20mmol/l - customer does not recall what the exact reading was and did not log results) and adjusted customer's insulin dosage accordingly, customer is on a sliding scale. Customer based insulin on the meter reading and customer doubled their insulin dose. Around 9pm, customer stated feeling hypoglycemic (shaking) which customer attributes to an overdose. Customer did not treat self for hypoglycemia. Customer tripped in the stairs because legs were too shaky at 10pm. Customer fell on their arm. Despite the fact that customer's arm was hurting, customer spent the night at their place of residence. The following day, customer was admitted to the hospital. Xrays indicated a fracture. Treated with splint, no cast (fracture too close to shoulder). Customer was released at the end of the day. On the next day, it was found that the code numbers on the meter and on the vial of strips did not match.